Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Device evaluation: the product was returned. Visual inspection using magnification was performed to the returned sample: the plunger and pushrod were observed in advanced position. The pushrod was observed that overrides the lens in the cartridge. Residues of viscoelastic material was observed on cartridge. The cartridge tip was observed deformed. The lens was also observed damaged and stuck in cartridge. As part of the visual inspection, the preloaded device was disassembled to address the complaint issue reported. The plunger and pushrod were observed in good condition. The threads of the injector, upper and lower body of the device were correctly engaged and were in a good condition. No defects were observed in the lower body lid engage pin and rings. The condition in which the sample returned is consistent with a product that was handled and prepared for a surgical process. The complaint issue reported was not verified. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to specifications. The search revealed that no additional investigations were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that preloaded intraocular lens device had defective plunger. There was no patient contact. This was observed during handling prior to insertion. Additional information was received and it was learnt that tip was deformed. No further information provided.